Manufacturer narrative:
The customer discarded the affected device. It was not possible to get information on the lot. Number of the affected device.

Event description:
According to the complaint, a doctor forgot to slide the protective shield over the exposed needle unit and handed it to the nurse. When she received it , she stuck it on her fingers. The syringe contained (B)(6), but the nurse was not infected.

Manufacturer narrative:
Radiometer discovered on november 30th, 2016, that the initial MDR was incorrectly filled in. The initial report field was mistakenly filled in as "serious injury" despite the fact that there was no serious outcome for the affected nurse. This is reflected in fields, which were also filled in by mistake. The customer complaint was filed as an MDR by mistake.